Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the billiary during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the thumb ring was broken. Another trapezoid rx was used to complete the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of thumb ring was broken.